Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/9/2020. Additional information was requested and the following was obtained: was the broken needle piece retained in patient? If yes, how was it retrieved? Retrieved during the same procedure. The following information was requested but unavailable: which part of the needle broke during the procedure? Please clarify patient¿s current status? A manufacturing record evaluation was performed for the finished device qamcmu batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported: breakage needle. A suture needle was returned for evaluation. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *which part of the needle broke during the procedure? Please clarify *was the broken needle piece retained in patient? If yes, how was it retrieved? *patient¿s current status?

Event description:
It was reported that a patient underwent a cystectomy procedure on (B)(6) 2020 and suture was used. During the procedure, it was reported that the needle broke during sewing dermis in emergency surgical cystectomy surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.